Event description:
It was reported that: patient is experiencing pain and problems with implant since surgery.

Manufacturer narrative:
Devices remain implanted. If additional information is received it will be reported in a supplemental report. Catalogue number is unknown at this time. Device description reported as unknown rejuvenate modular neck. Device remains implanted.

Manufacturer narrative:
Additional information. The patient is (B)(6). An event regarding revision due to pain involving a rejuvenate modular device was reported. The event was confirmed. Device history review: review of device history records found the devices in the reported lot were accepted into final stock with no reported discrepancies. Complaint history review: the complaint databases show there have not been other events for the reported lot. Similar events have occurred for the catalog number and product family. These events were determined to be associated with ra 2012-067. Conclusions: voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported revision due to pain is considered to be under the scope of this recall.

Event description:
Additional information: it was reported that the patient complained of pain in the leg and groin so the surgeon revised.